Event description:
It was reported that the right ventricular (rv) pacing threshold had increased and the r-wave measurement had diminished. Chest x-ray confirmed the lead had dislodged. Rv pacing and tachyarrhythmia detection were turned off and the lead remains in use. A lead repositioning procedure will be scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: performance data were collected from the device and analyzed. Analysis of the device memory was performed and no anomalies were found.